Event description:
A percutaneous coronary intervention (pci) was conducted to treat the restenosis of a previously implanted stent (taxus) in aha4. A guide wire (runthroughns) crossed the target lesion. The cypher (cjs08250) was being delivered to the target lesion, but the cypher became caught at the preciously implanted stent (product unk) at aha1 and the cypher could not advance past aha1; therefore, the cypher was redelivered by parallel wire technique and then by anchor balloon technique, but the cypher did not cross the same section. The cypher became flared at the distal end while attempting to advance the cypher; therefore, the physician discontinued using the cypher and the procedure was finished successfully with the implantation of a taxus liberte (size unk). There was no patient injury reported. The product was clinically used, but the product will not be returned for analysis. The physician did not indicate any anomalies prior to use. The patient was a (B)(6) male. The target lesion was aha4. The lesion was an in-stent restenosis (isr) lesion of a previously implanted taxus in aha4. The vessel was moderately calcified and highly tortuous. There was 95% stenosis. The physician stated the possible cause of the flared strut was because the cypher became caught within the stent strut of the previously implanted stent at aha 1.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.